Manufacturer narrative:
The reported backup vvi mode was confirmed in the laboratory. The device would not communicate due to low battery voltage. No sources of high current were found throughout testing. The battery was sent to the vendor for further analysis. No anomalies were found. The cause of the premature depletion remains undetermined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
During a follow-up the device was found in a backup vvi mode. The device was explanted.